Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and reported having a damaged monitor connector.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was damaged, creating an insecure connection with the monitor. The cause of the code 204 was the damaged connector on the electrode belt. The root cause for the damaged connector was excessive force. The belt is designed to meet the mechanical requirements of iec 60601-1. There were no adverse events associated with the damaged monitor and belt.